Event description:
It was reported an endotracheal intubation balloon leakage, immediate suspension of use, replacement of new endotracheal intubation, ventilator failure disappeared. No patient injury was reported.

Manufacturer narrative:
Other, other text: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. E4 is unknown, no information provided to date., corrected data: e4, h10.